Manufacturer narrative:
Rs-tens plus stimulator was not yet been returned for analysis. The condition of multiple use electrode pads is unk. Rs-tens plus operation manual includes as possible adverse effects "skin irritation, allergic reaction, rash, skin damage, localized discomfort, electrical shock and burns under the electrode pads." A listed precaution states: "isolated cases of skin irritation may occur at the site of pad placement following long-term application." The tens operation manual includes the following "tips for skin care - it is possible that users with sensitive skin may develop skin irritations over time where the pads are placed during treatment. Here are several suggestions to prevent or limit irritation. Prevention is the key to skin care. Apply the pads only to unbroken skin. Wash the skin areas where pads are placed before and after treatments. You can use mild soap and warm water. Be sure to thoroughly dry the skin before applying pads. Do not share pads with another person; this may cause irritation. If irritation develops and persists, contact your physician." Prescribing physician is (B)(6).

Event description:
Pt claims use of the tens stimulator and two inch round electrode pads caused skin burns with scarring. Pt described three circular burns larger than a quarter on lower back/side with two of them scarring. Pt said the resulting sores got infected afterwards. Physician told the pt to discontinue use of the tens.